Manufacturer narrative:
(B)(4). A risk review of the subcutaneous ICD was completed and confirmed that the event of difficult to interrogate/telemetry (wand) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported in a journal article discussing post-implant follow-up complications and/or observations, that patients implanted with subcutaneous implantable cardioverter defibrillators (s-icds) experienced the following issues: one instance of a severe hematoma that required intervention, one instance of a device explanted due to infection, one instance of a device required a magnet reset after cardioversion for atrial fibrillation, three instances of devices that delivered inappropriate shocks due to t-wave oversensing, resolved with reprogramming. A request was made to the article author for the model/serial numbers for the involved devices, but no response was received. A copy of the article is attached for your reference. Kobe, julia, et al. (2013) "implantation and follow-up of totally subcutaneous versus conventional implantable cardioverter-defibrillators: a multicenter case-control study." Heart rhythms society 10(1): 1547-5271.